Event description:
It was reported that during unpackaging of a 2.5x28 rx promus stent delivery system, the pouch was opened and a long fiber was noted on the stent. The stent delivery system was not used and there was no patient involvement. Another same device was used to treat the patient. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The returned goods lab analysis noted contrast on the shaft, which is consistent with handling. There was no blood visible. The undamaged stent implant was stationary between the markers of the tightly folded balloon. There were multiple kinks throughout the shaft. Since these damages were not noted during inspection prior to use, or included in the incident complaint, they may have occurred as a result of handling, packaging, and shipment back to abbott vascular for analysis. There were no fibers noted to the stent implant as reported. A conclusive cause for the reported incident could not be determined because the incident could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that can contribute to foreign material/contamination on the device include but are not limited to, material used during manufacturing, insufficient manufacturing environment controls, damaged packaging, contamination from accessory devices and/or contamination during unpacking/preparation/use at the account. To ensure this type of event is not the result of a product quality deficiency, all stent delivery systems (sds) are confirmed by visual checks on the manufacturing line. Additionally, a sampling of units is tested to verify product quality before lot release. A conclusive cause for the reported incident could not be determined because the device was not returned to abbott vascular for analysis; however, there is no indication of a product quality deficiency. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents for foreign material/contamination on the device.